Event description:
It was reported to philips that the foot switch and geo module were damaged during use on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the biplane foot switch (4p+2) 4m, footswitch cable 3p and 4p+2 4m, and geo module bipl kit wp, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).